Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that cardiac resynchronization therapy defibrillator (crt-d) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed that the device hardware is not detecting the loss of battery energy in which the battery status indicators are not reflecting the depletion condition and are inaccurate and should no longer be relied upon to determine the depletion status of the device. The device is malfunctioning and should be replaced and returned. In addition, the device also exhibited premature battery depletion (pbd). Additional information received from the field indicating that the device was scheduled for change out. To date, the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Review of device memory confirmed that a low voltage alert (code 1003) was recorded. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised low voltage capacitors. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Investigation has determined that the low voltage capacitors can become compromised due to the presence of excess hydrogen gas within the device case. The issue with these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal.

Event description:
It was reported that cardiac resynchronization therapy defibrillator (crt-d) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed that the device hardware is not detecting the loss of battery energy in which the battery status indicators are not reflecting the depletion condition and are inaccurate and should no longer be relied upon to determine the depletion status of the device. The device is malfunctioning and should be replaced and returned. In addition, the device also exhibited premature battery depletion (pbd). Additional information received from the field indicating that the device was scheduled for changeout. To date, the device remains in service. No adverse patient effects were reported. Additional information was received that this crt-d was explanted and replaced with a new device. No additional adverse patient effects were reported.

Event description:
It was reported that cardiac resynchronization therapy defibrillator (crt-d) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed that the device hardware is not detecting the loss of battery energy in which the battery status indicators are not reflecting the depletion condition and are inaccurate and should no longer be relied upon to determine the depletion status of the device. The device is malfunctioning and should be replaced and returned. In addition, the device also exhibited premature battery depletion (pbd). Additional information received from the field indicating that the device was scheduled for changeout. To date, the device remains in service. No adverse patient effects were reported. Additional information was received that this crt-d was explanted and replaced with a new device. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.